Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding "multiple patient's" receiving unknown drugs via implantable pumps for unknown indications for use. On (B)(6) 2018, during a refill for a patient (see related event), the hcp stated that they had seen "multiple patient's with flipped pumps". Clarification and specifics were requested and the hcp stated that "the women had lost a lot of weight and had a loose abdomen. It was several years back". The hcp did not know any further medical history regarding these incidents.